Event description:
A patient reported to baxter (B)(4) that in his (B)(6) delivery, he identified a cassette which was leaking. The event was identified during priming. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A visual inspection of the equipment, of the patient line the cassette, where it is noted that the connector is adherent properly to the tube uniform stamp, no presence of perforations, burned seal.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.